Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle lite strips were reviewed and the dhrs showed the freestyle lite strips passed all tests prior to release. Retain testing was performed freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc blood glucose meter did not give any results after the blood sample was applied to the test strip. The customer was unable to monitor their blood glucose and experienced shaking, headache, dizziness, and a loss of consciousness however, the customer regained consciousness and was able to self-treat with metformin. No third-party medical intervention was required. No further information was reported. There was no report of death or permanent injury associated with this event.